Event description:
On (B) (6) 2010 the healthcare professional/reporter, a visiting nurse, contacted lifescan (lfs) to report the one touch basic enhanced meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. Since approx (B) (6) 2009 the pt noted the reported meter would not power on; she was unable to obtain a blood glucose reading. On (B) (6) 2010 the pt experienced the symptoms of dizziness and unconsciousness. The pt was transported to the emergency room, where her blood glucose level was tested to be 20 mg/dl. The reporter was unable to provide specific details about the treatment received in the emergency room. Troubleshooting revealed the meter's battery did not need to be replaced, it was not a new meter, and there had been no misuse of the product. The issue was not resolved. The pt alleged suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the reported meter power issue, and received emergency medical attention. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.